Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 18fr tri-funnel catheter was received for evaluation. A pinhole was noted on the balloon and a leak was observed upon inflation. The investigation is confirmed for the alleged pinhole. The IFU states to check the device prior to implantation. It is unknown if the pinhole was present upon opening of the device or if it was a result of handling. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date 01/2022); g4. H11: g1, h3, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that within an hour of feeding device placement, the feeding tube allegedly dislodged out of the patient. It was further reported that upon inspection, the balloon was inflated and a pin hole sized leak was allegedly identified. Reportedly, the patient underwent anesthesia and another feeding tube was placed days later. The patient was stable at the conclusion of the procedure.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 01/2022).

Event description:
It was reported that within an hour of feeding device placement, the feeding tube allegedly dislodged out of the patient. It was further reported that upon inspection, the balloon was inflated and a pin hole sized leak was allegedly identified. Reportedly, the patient underwent anesthesia and another feeding tube was placed days later. The patient was stable at the conclusion of the procedure.